Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. According to the patient's family, the device was attempting to deliver shock therapy at the time of death.